Event description:
Additional information provided by the reporter indicates an anterior vitrectomy was performed as well as the lens exchange.

Event description:
A surgeon reports performing a lens exchange due to an unexpected postoperative refraction. The surgeon stated the lens appeared to be vaulted indicating that viscoelastic material may have been trapped behind the lens. The lens was replaced with the same model and diopter with good results.